Event description:
It was reported that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure wherein an MRI capable device was placed. The patient was doing well and the explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.